Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9157719. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost effective therapy. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken on (B)(6) 2025 during which an additional lead was added to address the issue. Therapy was restored post-op.